Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post vena cava filter deployment, during an unsuccessful filter retrieval procedure, the filter was allegedly discovered to be tilted with the hook embedded in the vena cava wall. Patient status was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with extensive left lower extremity deep venous thrombosis and pulmonary embolism was scheduled for inferior vena cava (ivc) filter placement. Under ultrasound guidance, the right internal jugular vein was accessed using micropuncture technique and an inferior venacavogram was performed. This revealed the caval diameter to be less than 28 mm, the renal veins were delineated and no intracaval thrombus was seen. The filter was deployed in the infrarenal vena cava, the sheath was removed and hemostasis was achieved with manual compression. The patient was then turned into the prone position, the left popliteal vein was accessed and an 8 french sheath was placed. Venography was performed to the level of the groin showing complete thrombosis of the popliteal and the primary femoral veins with a partially duplicated patent femoral vein. A small amount of thrombus projected in the common femoral vein (cfv). A 5 french catheter was advanced into the cfv and angiography of the iliac veins was performed. There was no thrombus within the iliac veins; however, there was some narrowing of the proximal common iliac vein possibly indicating may thurner syndrome. The catheter was advanced in the ivc, exchange was made for a thrombectomy catheter that was positioned spanning the thrombus in the femoral and popliteal veins and thrombolysis was performed. Post procedure venogram revealed some improvement with reestablishment of flow in the vessels; however, there was a considerable amount of residual thrombus. An infusion catheter was then placed through the sheath and positioned spanning the thrombus to be used for overnight thrombolytic therapy infusion. The catheter and sheath were secured in position. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege the filter was implanted successfully below the renal veins prior to thrombolysis therapy. There were no reported complications or device issues. Therefore, the investigation is inconclusive for the alleged tilted filter and unsuccessful retrieval attempt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post vena cava filter deployment, during an unsuccessful filter retrieval procedure, the filter was allegedly discovered to be tilted with the hook embedded in the vena cava wall. Patient status was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four months post vena cava filter deployment, it was alleged that the filter strut tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months post filter deployment, the patient presented for a follow up visit of pulmonary embolism. It was advised that the implanted inferior vena cava filter can be removed. Eight days later, the patient presented for filter removal. Through the right internal jugular vein access, a 10 french vascular sheath was placed through the puncture site. Subsequent venacavogram revealed that the filter appeared to have tilted since its placement with the apex of the filter projecting into the wall of the vena cava. Numerous attempts were made to free the filter from the wall of the vena cava utilizing the bard filter retrieval system a snare, a 10 mm loop snare, and looping a catheter and guidewire around the filter apex. However, none of these attempts were successful in freeing the filter since filter hook is embedded in the wall of the vena cava. Eventually, further attempts at removing the filter were deferred. Therefore, the investigation is confirmed for the retrieval difficulties. However, the investigation is inconclusive for the filter tilt as the medical record states, ¿the filter appeared to have tilted since its placement with the apex of the filter projecting into the wall of the vena cava.¿ per medical records, multiple attempts were made to free the filter from the wall of the vena cava using bard filter retrieval system a snare, a 10 mm loop snare, but were unsuccessful due to embedment of filter hook in the wall of vena cava. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.